Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the implant broke during insertion; the head of the implant was detached from the stem. The reason for surgery was due to a right hand fracture with radius rigidity. The medical staff was able to remove the broken part inside the diaphysis during the procedure with a k-wire, and the removal generated micro particles. It was replaced for another same size implant. The event lead to 30-40 minutes surgical delay with no consequences for the patient.

Manufacturer narrative:
The DHR for part number pip-200-10p-ww (pip sz. 10 proximal), lot 14-2653 was reviewed. Review of manufacturing records for the lot showed no evidence of a nonconformance that may have caused or contributed to the reported event. The device has not been returned to integra for evaluation. To date, no additional information has been received indicating that the product will be returned. If the product is returned, the investigation will be updated accordingly. While the root cause is unknown for this case, similar issues that resulted in intra-operative pip fractures have been attributed to improperly prepared oblique osteotomy, improper placement of the implant (e.g., impacting unsupported head with too much force), or improper implant size selection.